Event description:
It was reported that during the implant procedure there was a signal but no pacing when the atrial lead was connected to the implantable pulse generator (ipg). The lead was reconnected and still would not pace. The lead tested fine so a device issue was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant procedure there was a signal but no pacing when the atrial lead was connected to the implantable pulse generator (ipg). The lead was reconnected and still would not pace. The lead tested fine so a device issue was suspected. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.